Event description:
The account alleged that the head drift was slow; the head would lower from thirty degrees to fifteen degrees in one hour. No pt impact.

Manufacturer narrative:
The account found the issue causing the head to drift was that a sheet was caught in the CPR mechanism. The account removed the sheet and also adjusted the CPR cables to resolve the issue.